Event description:
It was reported that a screw fractured in the patient's mouth. Requested screw removal tools in order to retrieve the broken portion from the implant. Implant #19 was placed back in (B)(6) 2015, zimmer tsv 6.0x11.5mm.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided b3: date of event unknown / not provided d1: brand name unknown / not provided d4: catalog # unknown / not provided d4: lot/serial # unknown / not provided d4: device expiration date unknown / not provided d4: device UDI number unknown / not provided g4: PMA/510(k) number unknown / not provided h4: device manufacturer date unknown / not provided.